Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(Reference report number: 1627487-2019-03548) (reference report number: 1627487-2019-10449) t was reported the patient experienced drainage at the ipg site (r lumbar) due to possible infection. As a result, the patient underwent an exploratory surgery on (B)(6) 2019, wherein the physician removed, cleaned, and replaced the 3346 extensions. The ipg was also taken out, cleaned, and moved to the l lumbar region. All sites were cleaned and cultures were taken to test for infection.